Event description:
During evaluation, the force sensor was found to be out of calibration.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor was found to be out of calibration.